Event description:
It was reported that t:slim x2 pump battery would not charge, and pump eventually shut down and could not be turned back on despite using different outlets, wall adapters, and charging cables. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump, confirmed shipping details, instructed customer to let pump battery fully deplete before return, and advised customer to return pump within specified timeframe and then program pump settings and reconnect continuous glucose monitor on replacement pump.